Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00011. Reference exemption number e2017029.

Event description:
It was reported that the plate broke in a patient with pre-operative bone sarcoma. Review of the CT scans show that the lower rib that was plated was not reduced to bone-to-bone contact. The plate on this same rib was not contoured to align on the rib completely. This resulted in screws not being inserted into bone. The screws that were inserted were placed in the inferior border resulting in sub-optimal fixation. IFU 90-813-59-10 states: "the surgeon must ensure the fractured segments have bone to bone contact. Any bridging of a continuity defect must be combined with a bone graft."

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The product device history records were also reviewed based on the lot number provided, and no anomalies were found. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.